Event description:
A customer reported that during a vitrectomy surgery in an ophthalmic probe energy was not delivered. The surgery was competed with an alternate probe with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9,h,3,h.6 and h.11. The returned instrument was received at the investigation site in its tyvek pouch, showing the lot information and the protection cap put on the instrument tip. The instrument was visually inspected and showed no evident abnormality. The electrical resistance measurements indicate that there was insufficient contact, leading to the instrument not functioning. When the instrument was opened to visually inspect the inner contacts, some of them were unintentionally destroyed (destructive instrument testing). No other defects or deficiencies could be identified on the contacts after opening the instrument. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).